Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during case preparation before use, the cs300 intra-aortic balloon pump (iabp) had error codes 117 and 53. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d1, d4. A getinge field service engineer (fse) upon initial inspection unit alarms electrical test failure (etf) 50 upon start-up in patient and service modes. Internal inspection finds saline intrusion on the front end pcb as well as the motor controller pcb. Front end pcb and motor controller pcb replaced. Unit now powers on normally with no etfs generated. Confirmed etfs 117, 53, and 50 in logs. Unit pumps and functions normally. Units hour counter indicates it is due for its 2500hr maintenance. Units hours have surpassed safety disk expiration hours. 2500hr maintenance kit installed. Safety disk replaced. The unit passed all functional and safety tests and was returned to customer.